Manufacturer narrative:
Additional mdrs associated with this article: 3025141-2020-00355: case 2, 3025141-2020-00356: case 3, 3025141-2020-00357: case 4, 3025141-2020-00358: case 5.

Event description:
Article: fibular nails for open and closed ankle fractures: results from a non-designer level I major trauma centre; al-obaidi, bilal; wiik, anatole vilhelm; bhattacharyya, rahul; mushtaq, nadeem; and bhattacharya, rajarshi; journal of orthopedic surgery 27(1) 1-6. Case 1: patient experienced persistent lateral wound infection post op following implantation of a fibula nail. The nail was removed in a revision surgery 6 weeks post op.